Event description:
A loss of sensing was observed on the device. It was noted that the rv pacing lead impedance was high. It was suspected that the lead was not completely inserted in the header and only one of the setscrew pins was in contact with the lead. The case was clinically resolved by reinserting the lead back into the header. Hence the device remains implanted.

Manufacturer narrative:
No medwatch form was received.